Manufacturer narrative:
The review of the media was completed by medsafety and it was highlighted that this was a very complex procedure. There was extensive severe coronary artery disease (cad) in the left coronary system before the percutaneous coronary intervention (pci), with very severe residual disease extending to both the distal lad and lcx territories after the intervention is completed. It was assessed that this was probably the most likely cause of death. Although patient death is listed as a known adverse event associated with the device use, the complaint is concluding on the death was attributed to patients severe coronary artery disease (cad).

Event description:
It was reported that the patient died. The patient presented emergently and was a very complex case that was originally going to undergo coronary artery bypass graft surgery. A 7f non-boston scientific (bsc) sheath was placed in the right radial artery successfully. A non-bsc aortic balloon counter pulsation device was placed successfully via the right femoral artery. A 7f ebu 3.5 non-bsc guiding catheter and non-bsc guidewires were placed separately to the distal segment of the left anterior descending artery (lad) and left circumflex artery (lcx). A 2.0x15mm non-bsc balloon catheter dilated the left main artery lesion at 16-18 atmospheres (atm), and angiography showed a slight improvement in left main artery stenosis. The intravascular ultrasound (ivus) examination showed the left main trunk of lad with heavy plaque, and the minimum lumen area (mla) is significantly reduced. A 3.0x10mm bsc cutting balloon and a 3.0 non-bsc non-compliant (nc) balloon catheter were used and fully dilated the lad to left main artery lesion at 10-14atm, and the angiography indicated significant improvement in stenosis. Successively used a 3.0x24mm bsc stent and a 3.5x20mm bsc stent to cover lad to left main trunk lesion from distal to proximal, released at 14atm, 12atm, and 14atm respectively while a 2.5x12mm non-bsc balloon catheter protected the lcx. A 3.0x10mm non-bsc nc balloon and a 4.0x10mm non-bsc nc balloon were then expanded at 12-20atm. After implanting the 3.5x20mm bsc stent, stent deformation was noted. The physician determined that the stent was fractured and re-implanted a 3.5x20mm bsc stent with sufficient stent expansion after post-dilation. A new non-bsc guidewire was then passed through the stent mesh to the distal end of the lcx and the original non-bsc guidewire was removed. A 2.0x12mm non-bsc balloon catheter and a 3.0x10mm non-bsc balloon catheter, dilated the lcx lesion and mesh at 10-14atm, the angiography showed a significant improvement in the stenosis of the lcx. A 2.75x32mm bsc stent was then released at 16atm, covering the lcx lesion with slight convexity to the left main trunk. A 3.0x10mm non-bsc nc balloon catheter was used to post dilate the stent at 12-16atm and compared to the lad, a 3.0x10m non-bsc nc balloon catheters were used via kissing balloon technique at 12atm each. Ivus examination indicated stent discontinuity in the left main trunk. The angiography indicated localized stenosis of the left main trunk with discontinuous stent shadows. A 2.75x8mm bsc nc balloon catheter and a 3.0x10mm non-bsc nc balloon catheter were used to expand the left main trunk stent at 16-22atm. A 4.0x16mm bsc stent was implanted at 12 atm to cover the left main trunk. A 4.0x10mm non-bsc nc balloon catheter was used to expand the left main trunk at 20atm. Ivus examination and imaging showing forward flow timi level 3. The stent expanded well and adhered well to the wall, but no interlayers were found in the proximal and distal segments. The guidewire, catheter, and sheath were removed; local pressure and bandage were applied, and the patient was safely transferred back to the ward. The procedure was completed successfully but the patient died two days after hospital discharge. It was further reported that after a 3.0x24 mm bsc stent and two 3.5x20 mm bsc stents were used to cover lad to left main trunk lesion from distal to proximal, angiography indicated sufficient stent expansion. There was no stent fracture noted as previously reported. Also, the patient was discharged two days post procedure and died after hospital discharge.

Event description:
It was reported that the patient died. The patient presented emergently and was a very complex case that was originally going to undergo coronary artery bypass graft surgery. A 7f non-boston scientific (bsc) sheath was placed in the right radial artery successfully. A non-bsc aortic balloon counter pulsation device was placed successfully via the right femoral artery. A 7f ebu 3.5 non-bsc guiding catheter and non-bsc guidewires were placed separately to the distal segment of the left anterior descending artery (lad) and left circumflex artery (lcx). A 2.0x15mm non-bsc balloon catheter dilated the left main artery lesion at 16-18 atmospheres (atm), and angiography showed a slight improvement in left main artery stenosis. The intravascular ultrasound (ivus) examination showed the left main trunk of lad with heavy plaque, and the minimum lumen area (mla) is significantly reduced. A 3.0x10mm bsc cutting balloon and a 3.0 non-bsc non-compliant (nc) balloon catheter were used and fully dilated the lad to left main artery lesion at 10-14atm, and the angiography indicated significant improvement in stenosis. Successively used a 3.0x24mm bsc stent and a 3.5x20mm bsc stent to cover lad to left main trunk lesion from distal to proximal, released at 14atm, 12atm, and 14atm respectively while a 2.5x12mm non-bsc balloon catheter protected the lcx. A 3.0x10mm non-bsc nc balloon and a 4.0x10mm non-bsc nc balloon were then expanded at 12-20atm. After implanting the 3.5x20mm bsc stent, stent deformation was noted. The physician determined that the stent was fractured and re-implanted a 3.5x20mm bsc stent with sufficient stent expansion after post-dilation. A new non-bsc guidewire was then passed through the stent mesh to the distal end of the lcx and the original non-bsc guidewire was removed. A 2.0x12mm non-bsc balloon catheter and a 3.0x10mm non-bsc balloon catheter, dilated the lcx lesion and mesh at 10-14atm, the angiography showed a significant improvement in the stenosis of the lcx. A 2.75x32mm bsc stent was then released at 16atm, covering the lcx lesion with slight convexity to the left main trunk. A 3.0x10mm non-bsc nc balloon catheter was used to post dilate the stent at 12-16atm and compared to the lad, a 3.0x10m non-bsc nc balloon catheters were used via kissing balloon technique at 12atm each. Ivus examination indicated stent discontinuity in the left main trunk. The angiography indicated localized stenosis of the left main trunk with discontinuous stent shadows. A 2.75x8mm bsc nc balloon catheter and a 3.0x10mm non-bsc nc balloon catheter were used to expand the left main trunk stent at 16-22atm. A 4.0x16mm bsc stent was implanted at 12 atm to cover the left main trunk. A 4.0x10mm non-bsc nc balloon catheter was used to expand the left main trunk at 20atm. Ivus examination and imaging showing forward flow timi level 3. The stent expanded well and adhered well to the wall, but no interlayers were found in the proximal and distal segments. The guidewire, catheter, and sheath were removed; local pressure and bandage were applied, and the patient was safely transferred back to the ward. The procedure was completed successfully but the patient died two days after hospital discharge.

Manufacturer narrative:
The review of the media was completed by medsafety and it was highlighted that this was a very complex procedure. There was extensive severe coronary artery disease (cad) in the left coronary system before the percutaneous coronary intervention (pci), with very severe residual disease extending to both the distal lad and lcx territories after the intervention is completed. It was assessed that this was probably the most likely cause of death. Although patient death is listed as a known adverse event associated with the device use, the complaint is concluding on the death was attributed to patients severe coronary artery disease (cad). H3 other text : media.